Event description:
The facility's purchasing dept reported an infusion pump with a 500 failure code. The purchasing dept stated that there has been no report of any pt incident involving this pump since the last baxter service event. Info was requestd by baxter regarding whether or not the incident occurred during pt use or during biomed testing, but no add'l info was available.